Event description:
It was reported that "during screw removal, the tip of the draw rod broke off in screw."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.